Manufacturer narrative:
Follow-up #1: date of submission 07/10/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/23/2015 with the following findings: during investigation, a visual inspection of the pump revealed that the battery compartment was cracked. There was moisture corrosion was observed in the battery compartment and on the underside of the battery cap. A leak test was performed and a leak was found at the crack in the battery compartment. The pump case removed and moisture corrosion was found inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).